Event description:
Procedure: laparoscopic appendectomy. Surgeon was stabling the bowel to remove the appendix when the ats45 stapling device malfunctioned and left the entire staple cartridge inside the pt. The cartridge was retrieved with graspers. Obtained another ats45 stapling device with reload to finish procedure without further difficulties.